Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the reporter (mother) stated that paramedics were called to her home after the cgm (dexcom) displayed readings around 200 mg/dl while the patient¿s actual bg was significantly low (exact value not initially reported). The patient experienced a seizure at the desk and subsequently fell to the ground. At the time of the call, the patient was incoherent. The reporter indicated that the bg was 43 mg/dl per the ¿sugarmate¿ application, another device connected to the cgm. When technical support attempted to verify the cgm readings, the reporter stated that the patient¿s bg meter was reading low, prompting her husband to call 911. Upon arrival, paramedics measured the patient¿s bg at 61 mg/dl, which occurred shortly after the patient came out of the seizure. The patient was treated with baqsimi nasal spray and recovered within approximately 15-20 minutes. Following treatment, the cgm displayed a reading of 267 mg/dl with double upward arrows, while the bg meter reading was in the 150 mg/dl range, indicating a difference exceeding 100 mg/dl. At the time of the report, the patient was stable and doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the paramedic arrival. The reported glucose values fall within the b zone of the parkes error grid after treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.